Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. Customer reported troubleshooting the issue on his own and resuming use of the insulin pump. Blood glucose levels at the time of the issue and the time of the call were not provided. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.